Event description:
Boston scientific received information that this right ventricular lead exhibited high, out-of-range shocking impedance measurement of more than 125 ohms. Loss of capture was also noted. In unipolar configuration, shocking impedance measurement was at 240ohms and still no capture. The patient had underlying 3rd degree heart block but it was intermittent. Recently, the atrial threshold measurement was at 2.8 volts at 0.5 ms. The patient did not want to address the nonfunctional rv lead due to age. No adverse patient effects were reported. The system remains in service. Additional information was requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.